Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 500dm33 mechanical valve; 500fa23 mechanical valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted due to a system upgrade and returned to the manufacturer. Subsequently, the lead tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.